Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad appeared to be intact with no lifting or peeling observed. The "up/down/ok/contrast" keypad buttons required excessive force to activate during testing. The keypad was removed for further investigation. The "up/down/ok/contrast" key contacts were observed to be inverted. Evidence of keypad adhesive was found under all key contacts.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was intermittently not responding to button presses. The pt denied any trauma to the keypad. She also denied that the device was exposed to water. The pt claimed that the keypad was intact and was not peeling.